Manufacturer narrative:
The data on the insulin pump could not be transferred due to alarms for a corrupted history file. The insulin pump was also received with minor scratches on the display window and a cracked case at the display window corner.

Event description:
It was reported the insulin pump was not downloading. Customer stated she has checked battery status and special condition. Error was occurring upon attempting to test the device and it's getting a communication error. Self test was performed and no alarms occurred about remote frequency issues. Doctor stated she was able to download two other demo insulin pumps. The device was able to received linked blood glucose readings. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.